Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012183907); product type: 0195-heart valves product ID l-evprop23-29 (lot: 0012187572); product type: 0195-heart valves product ID gwbc30 (lot: 92205702); product type: 0193-guidewire product ID evproplus-29 (serial: j236691); product type: 0195-heart valves; implant date 2024-07-31 product ID d-evprop23-29 (lot: 0012187570); product type: 0195-heart valves product ID l-evprop23-29 (lot: 0012187572); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had native aortic valve stenosis with calcified leaflets, and an especially large calcification on the non-coronary cusp (ncc). Pre-dilation was performed with a 20mm balloon. The valve showed no signs of crown overlap during x-ray check. The first attempt to deploy the valve was unsuccessful, as limited valve expansion and infolding were observed. The valve was recaptured and removed from the patient. A new valve, delivery catheter system (dcs) and compression loading system (cls) were successfully used for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay of approximately 20 minutes occurred as a result of the infold.

Manufacturer narrative:
Image review: eight static images and one media file were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed; only a static image was provided showing evidence of a good load. Of note, medtronic recommends a complete fluoroscopy check under a magnified, high-resolution view over an area selected to not impede the clarity of the device. Ensure the capsule is slowly rotated 360°during the fluoroscopy check. A pre balloon aortic valvuloplasty was performed prior to the implant attempt. It was reported that the infold and under expansion was visible during the first deployment attempt. The valve was deployed on the sterile field and an infold was confirmed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Evidence shows that a new valve was used and successfully implanted. Updated b.5, h.6 and imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.